Event description:
Healthcare professional reported "a left side deflation." Device remains implanted. Left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "a left side deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, one curved opening, flat creases and yellow particles in device inner surface. Leak test and microscopic analysis was performed which identified, one sharp opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: one sharp opening in the side plug strap bond edge assessed, as unidentified (tear) opening.